Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls and reproducibility. Controls were run before the incident and recovered within assay ranges. Previously-run patient samples were not rerun to confirm accurate back to the last acceptable control run. On (B)(4) 2011, a bci field service engineer (fse) found bubbles in the wbc diluent dispense pump and replaced it. Fse verified with controls and reproducibility. Root cause for the erroneous high wbc, hgb and absolute differential results can be attributed to the wbc diluent dispense pump.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high wbc results on 2 patient samples, without instrument generated messages, along with erroneously high absolute differential parameter with instrument generated messages and high hgb results on one sample, also with instrument generated message. Erroneous results were not reported outside the lab. The samples were repeated and lower results were obtained. No death, injury or change to patient treatment is associated with this cf.